Manufacturer narrative:
(B)(4), date sent: 3/30/2021. Investigation summary: the shaft was received with the inner tube detached from the rotational knob. In addition, the electrode tip was properly attached to the shaft and not detached as reported. Upon visual inspection it was noted evidence of adhesive at the inner tube. Therefore, functional testing could not be performed, as the shaft could not be connected with the test handle. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. No conclusion could be reached as to what caused this issue. Additionally as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Updated investigation summary than what was originally reported: correction medwatch. H10: corrected data: h10.

Manufacturer narrative:
(B)(4). Date sent: 1/6/2021. H6 investigation conclusions: no problem detected (d14). Additional h6 codes for component code and investigation conclusions. Investigation summary: the shaft was received with the inner tube detached from the rotational knob. In addition, the electrode tip was properly attached to the shaft and not detached as reported. Therefore, functional testing could not be performed, as the shaft could not be connected with the test handle. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. No conclusion could be reached as to what caused this issue. Additionally as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Additional information was requested, and the following was obtained: please specify, are you referring to the electrode tip that came off? No further information will be available. Was the electrode tip easily retrieved from the patient? No further information will be available. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an ob-gyn procedure, the inner shaft came off. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 12/9/2020. Investigation summary: the shaft was received with the inner tube detached from the rotational knob. In addition, the electrode tip was properly attached to the shaft and not detached as reported. Therefore, functional testing could not be performed, as the shaft could not be connected with the test handle. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. No conclusion could be reached as to what caused this issue. Additionally as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.